Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent gastric sleeve surgery. A transient low flow alarm and bradycardia was reported during insufflation of the gastric sleeve. The vad coordinator reviewed the system controller history and observed a pump stoppage event with no flow recorded. It was reported that x-rays of the distal end of the driveline by the metal connector showed some degradation. The manufacturer's technical services performed a driveline evaluation, and found no broken wires. A distal end percutaneous lead (driveline) replacement was completed. After the replacement, the driveline was tested with a grounded power module patient cable, and no alarms occurred. The patient was reportedly asymptomatic.

Manufacturer narrative:
The reported pump stoppage were confirmed through the evaluation of the submitted system controller log file. Review of the log file found that one momentary low speed/pump stoppage event occured on (B)(6) 2017. The event lasted 3 seconds and resulted in low speed advisory/hazard alarms. The interruption in pump function captured in the log file occurred while the system was operating on grounded patient cable and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 11.5 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2017 and returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Current leakage testing revealed no breaches in the insulation of the wires. Therefore, a specific cause for the events captured in the log file could not be conclusively determined. Furthermore, x-ray images of the internal portion of the driveline appeared unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.